Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No frozen screen noted.pump received with minor scratched display window,broken battery tube threads,broken belt clip slot, broken reservoir tube lip,missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was performed. The device was returned for analysis.